Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had placed the pump into storage mode. Upon plugging in the pump to charge, the pump turned on and displayed a reset message. The customer's blood glucose level was 143 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.